Event description:
It was reported via repair work order that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the motion interrupt pan was broken. It was also reported that the bed would raise but not lower due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was initially reported that the bed would raise but not lower due to cpu board malfunction; however, further investigation determined the fowler was stuck in an elevated position due to the malfunctioning cpu board but the manual CPR release was still functional. This is not likely to harm the patient as the fowler could still reach its lowest horizontal position by using the CPR release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.